Event description:
It was reported that a sensor unavailable alert occurred on a connected cgm, during which the patient¿s glucose reportedly rose rapidly from 159 to 309 mg/dl within approximately 20 minutes and the system delivered corrective insulin, after which the patient experienced a low glucose reading; fingerstick measured 68 mg/dl while the sensor read 56 mg/dl, which was explained as within expected variance. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose per standard guidance and recovery monitoring at home. Investigation included customer service review of device data and user education on sensor unavailability during rapid glucose change and on hypoglycemia treatment. Investigation of this case revealed rapid glycemic excursion followed by automated correction associated with a subsequent low, with no alarms for insulin delivery issues and ongoing insulin delivery observed. It was concluded that the event was hypoglycemia with unclear cause, and the user was advised to consult their healthcare professional if recurrence occurs. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.